Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to missing segments. Insulin pump also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that insulin pump dropped causing display screen to crack. It was reported that display screen was unreadable. Customer's blood glucose was 260 mg/dl. Insulin pump would be replaced.